Event description:
Physician implanted filter via right femoral approach through site of preexisting catheter line. Filter did not deploy and is lodged in pulmonary artery. Physician has elected conservative management and the filter will not be removed. There have been no adverse sequelae as a result of this incident.